Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9790315, 510k # k042922 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an acdf procedure at c4-c7 using an anterior cervical plate and a peek cage at c5-c6. Sometime post-operatively it was reported that one of the screws in the construct "backed out". Bone fusion has not occurred, however, the patient is asymptomatic. No further information was reported.